Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty socket slider switch stuck intermittently. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display an e300 error. In addition, the lights in the front panel are flickering. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the front panel flickering issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty socket slider switch could not be identified. Olympus will continue to monitor field performance for this device.